Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgical staff encountered a non recoverable system error code #25518. The customer was in the process of restarting the system when the error returned and pointed to the endoscopic camera manipulator (ecm). The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform two hard restarts but the issue persisted. At that time, the customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi followed up with the customer and obtained the following additional information regarding the reported event: the customer confirmed the procedure was converted to laparoscopic due to the non recoverable fault experienced. The error occurred 45 minutes into the procedure as the surgeon was approaching the end of the procedure. The procedure was completed laparoscopically with no patient injury or harm and no post-operative complications. An isi field service engineer (fse) was dispatched to the facility and was unable to reproduce the reported issue. The fse powered on the system and it homed with no errors. The fse proactively replaced the remote arm controller (rac) 3 and the ecm. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions. The ecm is a camera arm located on the patient side cart that provides the sterile interface for the endoscope.